Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0fw16, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported that the patient never had therapeutic effect. She constantly had to change her pull-up and hadn¿t been able to hold her urine at all. It had been this way since the device was implanted and she had told her doctor, but nothing was done about it. The patient had also been having a sharp pain in her stomach and where the implantable neurostimulator (ins) was located, which had been going on for several months. She tried turning stimulation off to see if this helped, but it didn¿t. The pain didn¿t occur all the time, but occurred every now and then, and it would sometimes wake her up at night. The patient noted having a bad leg and did fall a lot, which had been occurring since she got the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient experienced a loss or change of therapy. The patient went to their healthcare provider (hcp) a month ago ((B)(6) 2017) and the hcp noted that the patient¿s implant had been turned off since december and the hcp did not know why it was turned off. The patient had not been around any medical equipment or electromagnetic interference. The patient had had numerous falls this year and last year ¿because I have problems with that leg, but I haven¿t fallen hard enough to cause it to turn off¿. The patient did not use a patient programmer and only the hcp made changes when they go see the hcp. The patient ¿is going through so many pull ups and still having problems, this thing has never worked since I have had it put in ((B)(6) 2014), I still have to keep going to the bathroom and they keep changing it but it ain¿t working¿. It was not ed the hcp had tried reprogramming and it wasn¿t helping. It was also reported that the patient might have hip surgery in the future. No further complications were reported/anticipated.

Event description:
It was reported that the patient a loss of therapeutic effect from their implantable neurostimulator (ins) which began on saturday ((B)(6) 2014). It was noted that the device worked well for them for a few days but then the patient ¿started doing some work that I wasn¿t supposed to do¿ and now they could not hold their water again. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.